Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6), 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. H6. Investigation results - the truliant tib imp ps insert sz 3 13mm device with serial number (B)(6) is not affected by the current polyethylene FDA recall. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6)2020 and claims to have pain, suffering, difficulty walking, and requirement of future surgeries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Date of event and explant date are unknown. The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.